Manufacturer narrative:
As reported, the patient was enrolled in a clinical study and had a 120/150 smart sfa 7 x 120 stent successfully implanted in the mid left femoral artery target lesion without any issue during the study index procedure. No target lesion characteristic information was available. Three (3) years seven (7) months and three (3) days after the index procedure, the patient experienced in-stent-restenosis (isr) of the previously implanted smart study stent and target lesion revascularization (tlr) was performed. The patient was reported to have recovered. The event was reported to be unrelated to the study device/procedure. Additional information received indicated that the percent of in stent restenosis reported was not known. No additional target lesion characteristic information was available. There was no specific information available as to the intervention performed to treat the isr. It was unknown what the patient¿s medical regimen post-procedure was or if the patient was compliant with the medical regimen. No additional information is available. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Without procedural films for review, the event reported by the customer cannot be confirmed. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral vascular/artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) for sfa and the case number is (B)(6). The patient had a 120/150 smart sfa 7 x 120 stent successfully implanted in the mid left femoral artery target lesion without any issue during the study index procedure. No target lesion characteristic information was available. Three (3) years seven (7) months and three (3) days after the index procedure, the patient experienced in-stent-restenosis (isr) of the previously implanted smart study stent and target lesion revascularization (tlr) was performed. The patient was reported to have recovered. The event was reported to be unrelated to the study device/procedure. Additional information received indicated that the percent of in stent restenosis reported was not known. No additional target lesion characteristic information was available. There was no specific information available as to the intervention performed to treat the isr. It was unknown what the patient¿s medical regimen post-procedure was or if the patient was compliant with the medical regimen. No additional information is available.